Event description:
During a hip arthroscopy procedure, the 2.6 mm bioraptor drill bit broke inside the patient. A replacement device from a competitor (arthrex) was used to continue the procedure. The surgery was delayed for more than an hour while all fragments of the broken drill bit were located and removed. The broken pieces were removed using a disc clamp (3 mm diameter). No further complications were reported.

Manufacturer narrative:
H11: h2: additional and corrected information in b5 and h6: health effect - impact code.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a procedure, the drill 2.6 mm bioraptor broke into the patient. It is unknown if there was surgical delay or how the procedure was completed. No further complications were reported.